Event description:
It was reported that the bd alaris¿ smartsite¿ extension set tubing was defective. The following information was provided by the initial reporter: "we have saved some faulty tubing in which a rl report was placed"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-jan-2023. H6: investigation summary: one sample was received for quality investigation. The customer complaint of misassembly was verified by visual inspection. Evaluation of the sample shows that that proximal female luer is missing from the assembly. Further examination of the sample indicates that there is a lack of solvent on the end of the tubing where the female luer connection should be. A device history record review for model 20028e lot number 22049384 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure lies in the manufacturing of the extension set. It cannot be determined if the female luer connector fell off during use or if the luer was not assembled on the extension set directly out of the packaging, however, the lack of solvent at the end of the tubing indicates an issue with the process of assembling the female luer connector to the tubing. An investigation at the manufacturing facility was conducted and it was identified that based on the lack of solvent seen at the end of the tubing the probable root cause is the omission of using the assembly fixture during assembly.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set tubing was defective. The following information was provided by the initial reporter: "we have saved some faulty tubing in which a rl report was placed".